Manufacturer narrative:
The device was returned olympus and is pending evaluation. The cause of the reported event cannot be determined at this time. The cd-b620la instruction manual provides users several warnings to mitigate damage to the probe. " inspect the probe for tubing kinks and any other defects. Do not use if damaged. Insert the instrument slowly; abrupt insertion may cause damage to the endoscope and/or instrument. Caution indicates a potentially hazardous situation, which, if not avoided, may result in minor or moderate injury. It may also be used to alert against unsafe practices or potential equipment damage."

Event description:
The service center was informed that during a therapeutic upper endoscopy procedure, the device tip broke and fell into the patient. The broken piece was retrieved using a roth net. It was reported that the probe tip did not come in contact with another instrument. There was normal moderate bleeding observed that was treated with the use of a new probe. The procedure was prolonged only by a few minutes to open a new device. The intended procedure was completed with the new probe. The patient did not require a longer stay or an additional procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation findings, correct the device return date. The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the received device and found the probe in a decontaminated condition coiled in a simple plastic bag. No original packaging was returned with the device so the lot number could not be verified. The distal ceramic tip of the device was broken off and was not returned for evaluation. The outer sheath of the device was melted near the distal end breakage which would indicate that this device came in contact with another instrument during activation of the probe and caused the tip to break off. The distal tip of the device was inspected under 10x magnification and shows that part of the tip is still inside the sheath. There were no kinks noted on the entire length of the probe. Based on the device evaluation, the most likely cause for the reported event is mishandling during use.